Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the ins was installed in their lower back in the fall of 2024. The patient stated that they would love to use it every day, but can only use it a few times a week. The patient explained that when they first sat in a lounge chair to charge the unit, they could not hear the beep when the recharger stopped charging. After an hour, the patient got up from the chair, only to discover the unit had never charged in the first place. When they tried to tighten the belt, its weak velcro easily gave way. The patient stated that they could hear the velcro start to separate, when the belt suddenly dropped. The patient had not reached out to a local manufacturer representative (rep) regarding the issue. The patient stated that they bought a box of physio tape and their wife cuts several long pieces and runs them across the patient's back, across the recharger, and over their skin. This holds the recharger in place. When the patient lies in bed to watch a movie, they are unable to put a blanket over themselves because it could muffle any beeps that might sta rt if the recharger is dropped off center. The patient mentioned they watch a movie because of the unit, to be fully charged, needs nearly two hours, instead of the 30 minutes they were told it would take. The patient did not understand why the pain unit could not be implanted on the right side of their upper chest. When needing a recharger, a similar strap could be placed over the imbedded unit just like with their pacemaker. That way the patient could sit and watch tv while the unit charges, easily hearing the beep if it were to go off. The patient would like to know if they can "re-arrange" their imbedded unit to be up on the right side of their chest, adding a charging unit similar to the pacemaker design. The patient would then be able to use the implant several hours a day and not just a few days a week, avoiding the current design of the recharger belt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.